Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient was told that the stimulation was turned down too low which was the cause of their loss of stimulation and loss of symptom relief. The patient reprogrammed the stimulation. They are learning how to change it to b which feels better. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They reported the patient did not have a loss of stimulation. The patient met with a manufacturer representative (rep) who determined that the patient had the voltage setting too low. The rep provided the patient with instruction on proper use of the device, which resolved the loss of symptom relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient normally felt the stimulation from the implantable neurostimulator (ins), but on (B)(6) 2018, the patient could not feel the stimulation and loss of symptoms relief. The patient was charging the ins and the stim was fine, but when she stopped charging, she lost stim. The stimulation was increased, the patient programmer (pp) showed that the stim was on when it was synced with the ins, the patient tried to adjust the stim and switch groups/programs but the issues did not resolve. It was confirmed that the patient only had group a and had four programs; she increased all of the programs to 9, but they still could not feel stim. There were no reports of falls/trauma. There were no further complications reported or anticipated.